Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2009 - 1.4, 3.1 and 3.6. Patient was sent to lab for testing and the result was: lab=4.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 2009, inratio - 3.1, lab - 4.2, mean - 3.65, confidence limits - 2.2-5.3; inratio - 3.6, lab - 4.2, mean - 3.90, confidence limits - 2.3-5.7; inratio - 1.4, lab - 4.2, mean - 2.80, confidence limits - 1.8-4.2. The mean if the inratio meter and comparative system inr were calculated. Inratio value on test 3 falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Inratio precision data provided by end-user lot: date: 2009, 1st inr = 3.1, 2nd inr = 3.6, 3rd inr = 1.4, inratio meter mean - 2.7, sd - 1.2, %cv - 42.7. The 42.7% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested when it is returned.